Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high and unstable atrial threshold, with early device replacement due to high atrial programmed outputs. The device was explanted and replaced, and the atrial lead was replaced. No patient complications have been reported as a result of this event.